Event description:
It was reported to philips that the device experienced pads ECG equipment malfunction. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was reported to philips that the device experienced pads ECG equipment malfunction. There was no patient involvement. The field service engineer (fse) evaluated the device and was unable to find any fault. The evaluation found no faults. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.